Event description:
It was reported that the patient's right atrial (ra) lead exhibited increased capture threshold and failure to capture. Programming changes were made until a revision was able to be performed. The patient's ra lead was explanted. The patient was stable.

Manufacturer narrative:
The reported event of failure to capture was confirmed. As received, a complete lead was returned in two portions for analysis. Visual inspection noted an external insulation abrasion 16.1cm ¿ 17.9cm from the connector pin breaching the outer insulation and exposing the outer coil located on the connector portion of the lead consistent with friction to the device can. The outer insulation was also damaged at 8.8, 9.4, 13.7, 14.3, 18.0, and 29.1cm from the distal tip. The cause of the reported event was isolated to the exposure of the coil in the abrasion zone. Electrical testing that could be measured did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspection did not find any additional anomalies with the exception of procedural damage.